Event description:
Customer reported system had trouble booting then locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and upgraded the single board computer and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.